Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that there were non-conformities observed. The device will be further tested and a supplemental report will be submitted with the results.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, excessive smoke was noticed in the tunnel. When the device was removed from the tunnel it was noticed that the tip was red hot. It was turned off and on, but it was still red hot. A replacement device was used to complete the procedure. No pt effect has been reported.